Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent mesh removal on 10/28/2015 due to hernia recurrence and pain. It was reported that the patient underwent mesh revision on 4/19/2017 due to hernia recurrence, pain and adhesion. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-07102019-0000550346 submitted for adverse event which occurred on (B)(6) /2015. Mwr-07102019-0000550347 submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured under separate file. No additional information was provided.